Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that a revision procedure was performed due to high stimulus threshold values of the right ventricular (rv) lead. During the revision procedure, several attempts were made to reposition the lead; however, were unsuccessful. Therefore, a new lead was implanted, and the device readings were normal. No additional adverse patient effects were reported. The explanted lead is expected to be returned for analysis.

Event description:
It was reported that a revision procedure was performed due to high stimulus threshold values of the right ventricular (rv) lead. During the revision procedure, several attempts were made to reposition the lead; however, were unsuccessful. Therefore, a new lead was implanted, and the device readings were normal. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact. Visual inspection noted that the helix was retracted, and dried blood/body fluid was present in the helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.